Event description:
A bifurcated vascular prosthesis was implanted. Upon clamp release, the graft thrombosed. Thrombus was cleared, then pt went to recovery where right limb occluded, followed by the left limb. Pt was returned to surgery for bilateral thrombectomy. Pt experienced adult respiratory distress syndrome, and feet thrombosed; however, left arteries were open. Pt died 21 days after surgery. The surgeon felt that this event was not attributed to the graft.